Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states

Event description:
Reference number: (B)(4). Event occurred in the united states. On 25-aug-2024, it was reported that the patient faced that insulin flow blocked reoccurring. No further information available.